Event description:
Customer reports obtaining results of 26mg/dl and 75mg/dl on the same device within 1 minute. No action was taken based on device results other than drinking juice. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.